Event description:
The customer initially reports that during irrigation of pt's ear with water, the end cap came off its threads. In the process, tip was inserted into pt's ear canal piercing her tympanic membrane. Syringe was nearly new and threads had failed. On (B)(6) 2012, the customer was reluctant to provide any further info and reports that the device will not be returned for evaluation.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.